Event description:
It was reported by the sales rep that the surgeon didn't succeed in locking the end cap into the t2 femoral nail. The surgery was completed without the end cap. Delay in anesthesia less than 30 min. No other adverse consequences reported.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.